Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's wife stated that the patient received erroneous results when testing with coaguchek xs meter (B)(4). Measurements performed with an unknown test strip lot number and lot 35349723 were erroneous. This medwatch will cover the unknown test strip lot number. Refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 35349723. At 8:20 a.m., a sample from the patient was tested on the meter using an unknown test strip lot number, resulting with a value of 4.3 inr. At 8:30 a.m., a sample from the patient was tested on the meter using test strip lot number 35349723, resulting with a value of 2.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is good. The patient's therapeutic range is unknown, but the patient's wife states that the patient is usually around 2.2 inr and 2.3 inr. The patient did not have anemia or antiphospholipid antibodies such as lupus. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any changes in medication or diet. The patient did not have a special or unusual diet. The patient did not have any bleeding or bruising which required medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient.